Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the screw was received with a deformed head. The returned item was examined. The screw shows no signs of usage as the tip and threads in perfect condition. However the head of the screw is bent out of shape. It is likely that this deformation/damage was done when the surgeon handled it with a pincer (pliers). These screws are fragile and the technique for handling should be followed. It¿s not possible to determine if the returned screw was damaged before or after handling by the surgeon, but no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was difficulty connecting the screw to a screwdriver. The surgeon tried fixing the stardrive recess with a pincer as it looked a bit deformed, but it did not work. Another screw was used. This occurred during a procedure and created a twenty minute delay in the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.